Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm during self-test. Customer¿s blood glucose level was unknown. Customer was able to clear the alarm and was able to complete insulin pump rewind. Self-test was performed and it did not passed. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 63 or battery failed alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin 6 trace at on the keypad assembly.